Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. Bin files were reviewed and did not show any system notices for the date of event. Bin files showed that at least 5 injections were performed with the catheter.

Event description:
Information received by medtronic indicated that a patient was diagnosed with phrenic nerve injury post cryoablation procedure. Cryoablation procedure performed (B)(6) 2014. On (B)(6) 2014, the patient reported shortness of breath on exertion. On (B)(6) 2014, x-ray was taken and revealed a right hemidiaphragmatic paralysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.